Manufacturer narrative:
Block e1: initial reporter's address 1, initial reporter city: (B)(6) block h6: problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. Block h10: an ultraflex tracheobronchial stent was received for analysis; the delivery system was not returned. The stent was received completely deployed. Visual examination found the green retention suture was broken and the loops of the stent were bent. The outer diameter (od) of the stent and the stent length were measured and were found to be within specification. No other issues were noted to the stent. The reported event of stent partially deployed and stent deployment suture break were not confirmed; the stent was received completely deployed, and the delivery system along with the black stent deployment suture were not returned. The investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure, such as how the device was handled or manipulated. It is possible that the black deployment suture was broken during attempted stent deployment. The patient anatomy could have also constrained the stent and when the physician adjusted the stent, the green retention suture was fractured. Additionally, the loops of the stent were bent; however, there is not sufficient information about what could be the cause for this failure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/ product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an ultraflex tracheobronchial stent was to be implanted to treat a stenosis greater than 90% in the main trachea during a tracheal stent implantation under digital subtraction angiography (dsa) procedure performed on (B)(6), 2020. In the physician's opinion, the patient had obvious shortness of breath and there was risk of suffocation at any time. According to the complainant, during the procedure, the stent deployment suture was fractured and the physician was unable to adjust the stent into the correct position. The stent was removed partially deployed on the delivery system. Reportedly, the procedure was cancelled because in the physician's assessment the patient could no longer endure the prolonged procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter's address 1, initial reporter city: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 19, 2020 that an ultraflex tracheobronchial stent was to be implanted to treat a stenosis greater than 90% in the main trachea during a tracheal stent implantation under digital subtraction angiography (dsa) procedure performed on (B)(6) 2020. In the physician's opinion, the patient had obvious shortness of breath and there was risk of suffocation at any time. According to the complainant, during the procedure, the stent deployment suture was fractured and the physician was unable to adjust the stent into the correct position. The stent was removed partially deployed on the delivery system. Reportedly, the procedure was cancelled because in the physician's assessment the patient could no longer endure the prolonged procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.